Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor received electrode was gone. Customer's blood glucose level was 8.8 mmol/l. Customer stated that the calibration not accepted and sensor update issue. The device will not be returned for analysis.